Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration, the old screen gave info during firing that the tissue was too thick, but instead of interrupting the firing cycle, the knife moved forward and the reload ¿exploded¿. The user used another reload to resolve the issue. No patient involvement.